Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath liner punctured and difficulty advancing the delivery through sheath were confirmed . Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event, as ''the patient's right iliac artery was extremely calcified and tortuous'' was reported. Vessel tortuosity and calcification can subject the sheath to suboptimal angles and can lead to non-coaxial alignment between devices, contributing to the reported resistance. Calcification can also reduce the vessel diameter and may increase restriction leading to resistance. It can be expected that as the operator had experienced resistance, excessive manipulation might have been used to overcome this resistance. In combination with the mild tortuosity and calcification, the excessive manipulation could lead to increased interaction between the devices; the valve may have caught onto the sheath liner and tore it during advancement. It is also possible for sharp nodules of calcification to tear the liner through direct contact. For the complaint of difficulty introducing the sheath: to promote successful introduction of the esheath/esheath+ and introducer, mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results suggest/indicate that patient factors (tortuosity, calcification) may have caused or contributed to the difficulty to introduce the sheath which led to the right iliac artery tear and subsequent death. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device not available.

Event description:
Edwards received notification from our affiliate in france. As reported, this was case of 23mm sapien 3 ultra heart valve, in aortic position by transfemoral approach. The patient's right iliac artery was extremely calcified and tortuous. During the procedure, difficult insertion of the esheath was noted. Additionally, there resistance was noted when introducing the valve/delivery system through the esheath. It was thought that the right iliac artery was torn, and this was followed by massive bleeding. There was noticed a withdrawal difficulty in the iliac artery and the system was removed like a single unit. After that the patient experienced a cardiac arrest. After 30 minutes of resuscitation, it was decided to stop the CPR, and the patient passed away. As medical opinion, the root cause of the event was the iliac deformity in the patient. As per image received, the liner of the esheath was punctured.